Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2006. Sought medical attention for redness and swelling at the piercing site in 2006. An oral antibiotic was prescribed.

Manufacturer narrative:
Incident reported to inverness on 11/13/2006. Requested information on 11/27/2006, 12/12/2006 and 01/03/2007. Information not received until 06/19/2007.